Manufacturer narrative:
Taper ii. Device labeling addresses the reported event as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a leak. "Six years ago [patient] noted loss of satiety. Evaluations confirmed tubing break which was repaired in 2011. Volume check of [patient's] system was 0 cc and repeated injections meet no resistance and fail to return any volume indicating a tubing break. Contrast radiology shows a complete tubing break about 6 inches from the band." Port and tubing replacement.

Manufacturer narrative:
Taper ii. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connecter type as taper ii. A visual examination was performed on the device, and noted scratches on the port. Needle marks were observed on the port septum. A port leak test was performed and no leakage was observed. A fill inspection test was performed and blockage was observed in the port septum. Under microscopic analysis, material degradation was observed on 2 inches of the port tubing, past the taper/tubing junction and 1 1/2 inches of material degradation was observed on the port tubing past the ss connector. The port tubing was noted to have a surgical end cut, consistent with device removal.